Event description:
Healthcare professional also reported ¿periprosthetic effusion.¿

Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side "infection and periprosthetic cellulite, breast inflammation and lymphorrhea." Device was explanted.

Manufacturer narrative:
Further investigation: with the information collected during the investigation, there is enough evidence to support that the work order (B)(4) was manufactured under controlled conditions in accordance with allergan medical procedures. Primary packaging inspection was successfully completed. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run h007-1339 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implants for the period of may 2018 through april 2020, was noted an outlier in september 2018. An additional analysis was performed to determine any pattern or any similarities relation between pr¿s involved. It was found that some primary packaging operators were involved in more than one occasion, however the people were trained in the corresponding procedure. Also, calibrations, maintenance and validations of the equipment¿s involved in more than one occasion were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of infection, cellulitis, and lymphedema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset), cellulitis, lymphedema.

Event description:
Healthcare professional reported left side "infection and periprosthetic cellulite, breast inflammation and lymphorrhea." Device was explanted.